Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Currently, the event is under investigation to verify the reported allegations. Investigating ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "error tf 9907 occurred during patient use. Device entered ambient state. Customer stated same failure occurs when running for 10, 20, 30 minutes." Patient was transferred to an operable hamilton-c1 no health consequences or impact.